Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for evaluation. The evaluation confirmed that the ptfe pad partially worn away. There were contact marks on the surface of the probe and the jaw. The manufacturing record was reviewed with no irregularities. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severly wears. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the user continued activating out put for an extended time after the tissue already cut. This report is being submitted as a medical device report in an abundance of caution.

Event description:
During a laparoscopic hepatectomy, the error occured with 2 subject devices. The procedure was completed with another device. There was no report of pt injury regarding this event. Olympus evaluation confirmed that the ptfe pad of one subject device was worn away.